Manufacturer narrative:
Additional information was received on the patient on january 20, 2016. The patient in question has since passed. Post-surgical outcome was favorable for recovery but a week later, the patient expired while in the hospital from unknown post-surgical complications.(B)(4)

Manufacturer narrative:
Correction to initial report submission. Initially it was reported that the patients gender, age, date of birth and weight were unknown. However the correct patient demographics are as follows: the patient is male, (B)(6). The dob is (B)(6) 1957. Therefore the patient age at the time of the event is (B)(6). In addition, the following was omitted in error, the patient developed chest pain on (B)(6) 2015, and was seen at a local hospital where a CT of the chest was performed. Patient was transferred from the local hospital and admitted to the procedural hospital for further evaluation with a diagnosis of chest pain secondary to pneumopericardium/pericarditis. Additional CT of the chest was performed and surgery was performed on (B)(6) 2015 to repair left atrial perforation and esophageal perforation. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a smart touch bidirectional catheter and later suffered sepsis and esophageal fistula which required surgical intervention. Thirteen days post procedure the patient came back to the hospital in a septic state and an esophageal fistula was noticed and confirmed by a CT scan. Surgical intervention was provided to the patient. The patient was reported to be in stable condition at the time this complaint was reported. Additional information was received on the event. An esophageal temp probe was used to prevent esophageal injury during the procedure. The patient did require extended hospitalization due to the event. The physician¿s opinion regarding the cause of this adverse event is that this is a procedural complication.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system (model# unknown serial# unknown). Smartablate pump (model# unknown serial# unknown). Smartablate generator (model# m-4900-07 serial# (B)(4)). (B)(6). (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident.